Event description:
Customer reported receiving imprecise readings on their freestyle lite blood glucose monitor. Customer reported receiving readings of 415 mg/dl and 122 mg/dl within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. In addition, the customer stated that as a result of the readings, he "over medicated" with his insulin and experienced symptoms of dry mouth, and had "flashing in (his) eyes". He self-treated with juice to help alleviate his symptoms and no third party medical intervention was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested for investigation, and a final report will be submitted when the investigation is complete.